Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic gastrectomy - "the jaws of the grasper are not closing correctly, the pads are not aligning. Surgeon could not get a safe grasp on the tissue. Changed to a new atrax insert" additional information received via email from applied medical team member on may 17, 2017 at 13:36: device became difficult to actuate on initial use. Bowel tissue was being grasped at the time of the incident. Type of intervention - changed to a new [competitor device]. Patient status - no injury to the patient.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Upon visual inspection, engineering found the pads of the jaws were not aligned. Functional testing was performed on the event unit, which confirmed the reported event. Based on the condition of the returned unit, it is likely that the reported event was caused by the pads being placed on the jaws slightly off-centered, which resulted in the jaws scissoring when a high force was applied. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.